Event description:
It was reported that the ilet displayed alert 41 during a supply change and persisted after multiple restarts and a firmware update, preventing operation and indicating a failure to infuse, with firmware identified as the implicated device component; the user was transitioned to backup therapy and the device was replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem consistent with a device malfunction affecting infusion and involving the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.